Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report mw5035575.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced erosion, infections, blood in the urine, and mesh embedded in muscles and tissues. The patient has been hospitalized numerous times. The patient has experienced pain during intercourse. The patient reported she had undergone two surgeries due to systemic reactions from mesh sensitivities and may require more. No further information was provided.